Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw4034 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported the medicine leaked during infusion, and the PICC tube was damaged at the exposed catheter. No other information was provided.